Event description:
Medtronic received information that during the implant of this 31mm transcatheter bioprosthetic valve, the valve was implanted low. During manipulation of the catheter to pull the valve into a higher position, the valve moved out of the annulus and was retrieved into the descending aorta and released there. A second 31mm valve was successfully placed in the aortic annulus. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: based on the information provided, the root cause for this report could not be established. Positioning is dependent on patient anatomy as well as user technique. Potential factors that can influence implant position include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels. The procedure was successfully completed with no adverse patient effects reported. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.